Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required.

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A review of the share logs was performed and transmitter failed error was found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause was determined to be a defective transmitter. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.